Event description:
The customer reported that the image on the 9600 system could not be seen clearly while in subtraction mode. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The interface board and the emergency button needed to be replaced. No further repair info is available. The system is operating as intended.